Event description:
It was reported that after an infusion set (inset) supply change, the user received an occlusion alert and, following customer care guidance, performed a new inset change and successfully resumed insulin delivery with blood glucose not affected, consistent with an obstruction of flow associated with the connector/coupler. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.